Manufacturer narrative:
Product complaint (B)(4). Investigation summary: revised thr for poly liner dislocation. When patient was opened obvious black liquid? Metallosis. Ceramic head and liner removed with obvious damage and unnatural wear. Cup and stem checked for stability. Solid fixation on cup and stem. Liner changed to lipped option and +12 head implanted. Original hole eliminator was removed for liner trials to engage. New hole eliminator implanted. Good rom and stability. Pt closed. Original operation was done 5 years ago with same surgeon at this hospital. The product was not returned to depuy synthes, however photos were provided for review. See attachments (img_0038.jpeg, img_0040.jpeg, and img_0043.jpeg). The photo investigation revealed nothing indicative of a device nonconformance. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the apex hole elim positive stop would not contribute to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added : b5 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: there was no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Revised thr for poly liner dislocation. When patient was opened obvious black liquid metallosis. Ceramic head and liner removed with obvious damage and unnatural wear. Cup and stem checked for stability. Solid fixation on cup and stem. Liner changed to lipped option and +12 head implanted. Original hole eliminator was removed for liner trials to engage. New hole eliminator implanted. Good rom and stability. Pt closed. Original operation was done 5 years ago with same surgeon at this hospital.